Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient was getting out of their car, they heard an alert. The patient reported hearing the tone several weeks before. Device interrogation indicated that alert was due to magnet exposure. The device remains in use. No patient complications have been reported as a result of this event.